Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced a clogged water supply. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found clogging the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
During the device evaluation, the following was found: there was air/water flow issues from the air/water flow system due to foreign matter clogging the nozzle. This event is from insufficient cleaning. Additionally, due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) the knob is out of the standard value. Adhesive on the bending section cover had a chip, and a crack. Adhesive on the bending section cover had a white clouded area. Due to clogging of the nozzle, air supply volume did not meet the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. The adhesive around the objective lens had a white clouded area. Adhesive around the light guide lens had a white clouded area. The plastic distal end cover had a dent. The connecting tube had a scratch. The protector of the universal cord on the suction connector side had a scratch. The universal cord had a wrinkle. The connecting tube had a scratch. The grip is shaved. Due to clogging of the nozzle, air supply volume did not meet the standard value. Due to damage on the objective lens, a foggy image occurs. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly